Event description:
On (B)(6) 2022, fresenius became aware this female patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis of unknown origin. No additional information was provided during intake. Subsequent attempts to obtain additional information (e.g., offending organism, medication records, causality, medical history, hospital records) have thus far proven unsuccessful.